Event description:
The patient reported that the protective covering came off the lead when doctor was pulling the boot over the extension during the stage 1. No troubleshooting was performed. The lead was visible broken. We had to place another lead. The was no surgical or intervention planned or occurred. The issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported.

Manufacturer narrative:
Analysis of the lead model 3889-28 lot # va1gex3 showed the outer insulation was separated at the butt joint near the proximal end of the lead. Electrical testing determined the continuity was acceptable and no electrical shorts were identified. If information is provided in the future, a supplemental report will be issued.